Manufacturer narrative:
Date rec¿d by MFR : 20aug2019. The customer confirmed the touchscreen calibration issue. The customer performed the touchscreen calibration and diagnostics. The unit passed successfully and no fault was found. No repairs were made and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
The customer reported a bad touchscreen. There was no patient involvement.